Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient reported blood glucose results of '422, 287 and 187 mg/dl' with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages his diabetes with insulin. It is not known if the patient made changes to his usual diabetes management routine. The patient claimed he developed symptoms and 'passed out.' That same morning, the patient was take to the emergency room (ER) and obtained a blood glucose result of '27 mg/dl' with another device. A health care professional (hcp) administered the patient intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the patient about using expired test strips for testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.